Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part number: 319.006, synthes lot number: 7665452: release to warehouse date: april 30, 2014. Mfg site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the distal metal needle portion of a depth gauge broke apart from the plastic proximal part while measuring for screw length during a distal radius plating procedure on (B)(6) 2016. The broken device fragments were removed easily without additional medical intervention. An alternate instrument was available for use to complete the procedure. The procedure was completed successfully with a reported ten (10) minute delay. No reported patient harm. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: one (1) depth gauge (part: 319.006 / lot: 7665452) was received for evaluation. The device shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the received broken stem is approximately 75mm in length). This particular depth gauge is part of at least 14 technique guides, including the 2.4mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4mm variable angle lcp distal radius system technique guide. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. The exact cause could not be identified. The relevant drawings were reviewed with no issues or discrepancies noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5mm, and the length (80mm) is determined, so the slider can measure screws up to 40mm. The material of the needle probe component is extra hard, which is an appropriate material for an instrument component of this type. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.